Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address hip pain and osteolysis. Update 09/08/2011 litigation papers were received. There is no new information that would change the outcome of the investigation. Update 02/06/2017 (transfer (B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, noted elevated metal ion labs: cobalt, serum 46.0 ng/ml and chromium, serum 18.4 ng/ml. Asr sleeve and stem added to complaint. Noted patient has an l2-s1 fusion using titanium instrumentation with cobalt-chrome rods. No right hip revision operative note available for review. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/22/2017.